Event description:
It was reported that the customer's insulin pump had a crack or scratch on the screen and the customer did not know if it was working properly. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.